Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that labels printed out were too light with spots on them and unable to scan the barcode. The technical support specialist (tss) dialed into the station, followed knowledge article, and reconfigured the zebra label printer on station ed. There was no response from the customer; hence, the tss closed the case and advised the customer to create another case if any further assistance was required.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, labels printed out were too light with spots on them and unable to scan the barcode. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.